Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of fever and peritonitis in a patient (B)(6) coincident with dianeal therapies for continuous ambulatory peritoneal dialysis (capd). Dianeal therapies were ongoing. On (B)(6) 2012, the nurse contacted baxter technical services and reported the following. On (B)(6) 2012, the patient experienced peritonitis, manifested by fever, abdominal pain and cloudy effluent. On the same day, the patient was hospitalized for peritonitis. On an unreported date, the patient started treatment with cephazolin (ip, daily, dose not reported) and alphacef (ip, daily, dose not reported) for peritonitis. On (B)(6) 2012, the patient stopped the treatment for peritonitis. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). Further information was provided by a nurse. On (B)(6) 2012, the patient was discharged from the hospital. The patient recovered from this peritonitis event on (B)(4) 2012.